Event description:
This procedure was performed in the av fistula: tip of the sailor balloon was lost during a procedure. The physician reported that the balloon burst during an attempt to treat an av fistula. The fistula was described as a "tight, band-like fistula" by the physician. The balloon was inflated to 16 atm before bursting. Upon removal with a 6fr sheath, the physician noticed that the distal portion or tip of the balloon was missing. The physician could not locate the missing portion of the balloon in the or, he then attempted to locate the balloon in the pt under fluoroscopy. He looked "head-to-toe" and could not locate any displaced balloon material. The physician stated that he believes that "it was lost after removal from the pt", and could not be found. After being unable to open the lesion with the sailor, the physician attempted to open it with a high pressure balloon, this was also unsuccessful. The physician indicated, that he felt "confident" that the dislodged balloon piece was not left in the pt. The pt was reported to be doing "fine" following the procedure.